Event description:
It was reported that, "during the bha surgery, the surgeon could not combine the locking ring into the centrax (51 mm) because, it was too tight. Therefore, he implanted another centrax (50 mm) instead of it. The pt did not receive any health damage in this event."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.